Manufacturer narrative:
(B)(4). Method: the returned CPAP unit was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. Results: scorch marks were present on the external casing in and around the power cord inlet. The inlet socket pins were black due to arcing. Part of the power cord connector was stuck in the power socket. Smoke residue was found in the air box. The unit started and worked normally with the new power cord. Conclusion: the manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. (B)(4).

Event description:
A patient in (B)(6) reported via our distributor that their hc232 CPAP humidifier was not working. The patient witnessed sparks from the back of the machine and a distinct burning smell. The power cord had melted into the machine and could not be removed. There was no patient injury. In a follow up conversation with the customer, she informed us that when the unit began sparking, the mains fuse blew and the unit then stopped working.